Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03816.

Event description:
Edwards receive notification from our affiliate in australia. As reported, it was a case of a 26mm sapien 3 ultra valve, implanted in aortic position by transfemoral approach. There was no significant calcification at the left ventricular outflow tract (lvot), no protruding calcification in the whole complex. During the procedure, the balloon of the commander delivery system burst right after the valve was deployed. However, the valve was successfully deployed. The esheath distal tip was damaged during withdrawal when retrieving the commander delivery system inside the esheath. Everything removed from patient. No missing pieces were observed in the balloon after withdrawal. The patient did not experience any vascular damaged. As per medical opinion, the root cause of the balloon burst was caused by the calcium and the withdrawal difficulty was caused when bringing the commander delivery system with burst balloon into the esheath.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath liner delamination was confirmed based on evaluation of the provided imagery. However, the complaint of sheath distal tip damage was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during procedure, the balloon of the commander delivery system burst right after valve was deployed. Valve deployment was successful. The esheath distal tip was damaged during withdrawal when retrieving the commander delivery system inside the esheath.''. The burst balloon likely caught onto the sheath tip during the attempt to withdraw the delivery system through the sheath resulting in the distal tip damage and liner delamination. The operator may apply high push force when trying to remove the delivery system from sheath, which may further contribute to the liner delamination and distal tip damage. As such, available information suggests that operational factors (withdrawal of burst/torn balloon, high push force) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further no preventative or corrective actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.